Event description:
Info received alleges microbubbles are forming in the soft tubing segment causing a nuisance air in line alarm which cannot be remedied.

Manufacturer narrative:
Product 340-4128, lot crf 10160001 is currently under recall # z-1444-2011.